Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported failure difficult grasping and single leaflet device attachment (slda) appears to be related to the patients friable mitral valve leaflets). The reported difficulty removing the device from the patient anatomy appears to be due to the user technique/procedural circumstances as the device interacted with the anatomy while positioning. The reported mitral valve injury appears to be due to procedural circumstances of difficulty removing the device from the chordae. The reported worsening mitral regurgitation (mr) appears to be the secondary effect of the observed tissue damage on the chordae/leaflet. The reported patient effects of worsening mr and tissue damage are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordal entanglement, tissue damage, single leaflet device attachment (slda) and worsened mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat mixed mr with a grade of 4. The xtr clip delivery system (cds 80717u156) was advanced to the mitral valve. Grasping was performed and noted to be difficult. An attempt was made to retract the clip to the left atrium; however, the clip became entangled with the chordae. Troubleshooting was performed and the clip was freed, but tissue damage was suspected on the chordae or the leaflet. The clip was repositioned on the valve and deployed. After deployment, the clip detached form the anterior leaflet and remained attached to the posterior leaflet (slda). Two additional clips were deployed to stabilize the slda clip. Three clips implanted; however, the mr had increased to 4+. No additional information was provided.